Event description:
The facility reported an infusion pump with "no alarm after the container was emptied." It is unknown when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the customer reported condition of "no alarm after the container was emptied" was not confirmed or duplicated during pump evaluation. A visual inspection of the pump was performed and no physical damage was found. The event history was downloaded and no failure codes were found. An empty container was used to test the pump and the alarm could be heard clearly. The root cause could therefore not be determined. The pump was returned to the customer fully operational. The pump was serviced on-site by baxter.